Event description:
It was reported that an ilet displayed an ¿unable to proceed¿ during a supply change, with unsuccessful dry-run attempts despite removing all supplies, and the user was using a dexcom g7 sensor; the event was categorized as a mechanical problem with an absolute range insulin error, and a replacement ilet was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communications and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: alert 41 due to false homing.